Event description:
It was reported this was a closure of a vessel using the pre-close technique via an 8f sheath hole prior to an impella percutaneous coronary interventional procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, during use of the second proglide device, the distal sheath separated. It was thought the separation was caused by the tech holding pressure while trying to retract the device. A snare device was used to remove the separated distal guide from the patient. The method in which hemostasis was achieved was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.